Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence, and later encountered a cartridge change error. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer changed cartridge and resumed insulin therapy.